Event description:
It was reported that it was not possible to remove the lead cap. The screws were too tight. This resulted in damage of the proximal contacts of both leads. The leads were scrapped by the hospital personnel. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Refer to manufacturer report # 6000153-2013-00072 for the other lead kit as previously reported

Manufacturer narrative:
Product ID 3389-28, lot # 0206740105, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4). Potential lead damage associated with the dbs lead cap (B)(4) 2013.